Event description:
It was reported that the patient had been feeling stimulation when it was not expected. Patient explained that after a month of this unwanted stimulation they had developed scar tissue and a cyst "underneath it."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device "malfunctioned" about three years ago when the device "wouldn't turn off" and that was the last time the patient used the device. When the device would turn off, the patient would "still feel the electronic pulses and instead of covering just my right knee, it stimulated my abdomen and left knee and then it kept spreading." It was noted that the patient indicated that the manufacturer representative stated that the feeling had nothing to do with the device, but that her doctor thought it was because of the device. It was indicated that this condition lasted for "about a month and then finally turned off." It was noted that the patient's device "worked fine for nine years." Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3550-09, lot # l98575, implanted: (B)(6) 2001, product type accessory; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).